Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 256 mg/dl and 112 mg/dl. Customer also reportedly received the following results on the aviva system within 10 minutes: 427 mg/dl and 104 mg/dl. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown the name of the initial reporter, just that she was the customer's nurse. It was unknown if the initial reporter sent a report to the FDA.